Manufacturer narrative:
The physician was planning to replace the device. This report will be updated when additional information is received.

Event description:
The field representative provided additional information about this case. It was reported the device had only been able to be interrogated at the first, and possibly at the second, device follow-ups post-implant. The patient is pacemaker dependent, so during the troubleshooting surface ECG cables were applied and pacing was confirmed. Extensive troubleshooting with two programmers was performed, without success.

Manufacturer narrative:
The device remains implanted. This report will be updated when additional information is received.

Event description:
Boston scientific received information that a distributor representative was contacted to interrogate this cardiac resynchronization therapy pacemaker (crt-p) device. Interrogation was not possible despite many attempts and following troubleshooting steps with the programmer. The patient was brought back the following week and still the device could not be interrogated. Two different programmers were tried, without success. A magnet was applied to the device and the magnet rate was 90 bpm, indicating the device was at elective replacement near (ern) battery status. However, without an interrogation, there was concern the device was not functioning as expected. It was alter confirmed that the magnet rate was actually 100 ppm, indicating the battery status was still at beginning of life (bol). An x-ray was planned. Despite efforts, the device still cannot be interrogated. No adverse patient effects were reported.